Manufacturer narrative:
Device manufacture date unknown. Per initial software evaluation, sometimes there is enough rotation of the image simply by moving from ap to lateral that the calibration will fail. The solution would be to take an empty image in the same orientation that the subsequent image will be. Further software investigation still in progress. No impact on patient outcome reported.

Event description:
Medtronic representative reported, the system will not automatically transfer the c-arm images as the images have to be manually pulled over. The representative reported that the bead detection/removal algorithm is highly sensitive to metal in the field, during the case both retractors had to be removed before the c arm images could be activated/used for navigation. The representative also reported that with all variables constant, the lateral image was accurate but the anterior posterior images were not. The only thing that changed was the intensifier position. The patient tracker did not move. No impact on patient outcome reported.